Manufacturer narrative:
The device was returned to the zoll failure analysis lab (fa lab) for further evaluation. During the investigation it was noted that the reported issue was confirmed to have occurred based on event trace review; however, the issue could not be replicated during testing. During fa lab testing and normal operation of the unit, no hardware fault events were observed, and the device was found to be performing as intended. During evaluation, the external power and charge status green led indicators were observed to be dim and barely visible. As a corrective action, the main board will be replaced to address this condition. Correction - d1 brand name and d4 UDI.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. H4: device manufacture date is unknown.

Event description:
Customer stated that the unit alarmed with a hardware fault error message while being used on a patient but kept ventilating. There was no patient harm reported.